Event description:
During a laparoscopic assisted vaginal hysterectomy procedure, the staples didn't form when the instrument trigger was depressed. The surgeon tried another reload, and it did the same thing. The case was completed with another device of the same product code. There was no patient consequence.